Event description:
It was reported that when handling a needle during a laparoscopic surgery, the jaw of the tungsten needle holder broke and a device fragment fell into the abdomen of the patient. The fragment was successfully retrieved, therefore not impacting the patient or delaying surgery. *note: this became reportable based on additional information received on (B)(6) 2012 indicating the device fragment fell in the patient as opposed to outside the patient as previously reported.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The following method, result and conclusion codes were not in our gch system: method: visual inspection. Method: actual device evaluated. Result: deformation problem; wear problem. Conclusion: use error caused or contributed to event. Evaluation of the device found the mobile jaw broken at articulation. The presence of corrosion on one side indicates existence of a fracture anterior to the break. This fracture in the device weakened the jaw, leading to a break most likely due to abnormal lateral shock or constraint.